Event description:
A malfunction was reported with a code labeled malf 9. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump. After resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears, acknowledging and understanding these instructions.